Event description:
It was reported that before a radical prostatectomy procedure, the doctor was planning to use the device in order to place clips. Applier being used during this procedure, crossed clips wrongly (clip's legs were crossed). Wrongly crossed clips were removed and new applier was used instead. There was no patient consequence.

Manufacturer narrative:
(B)(4) 2012. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The clips were evaluated using a tool that is designed to determine proper formation. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The device was not engraved with a serial number. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.